Event description:
We have been informed that during the core vitrectomy, the surgeon attempted to use the vitrectomy cutter, but it failed. Upon inspection, they were able to unplug the cutter completely, and the system never detected it had been disconnected. Rather than large pushes of air out of the vitrectomy port, they felt no air coming out or going in. When connecting a cutter, they had aspiration but no cutting. The surgeon moved to a backup unit because the main unit failed. They checked the main unit, found everything to be fine, and so the surgeon moved back to the main unit. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
In regard to this complaint, a vitrectomy module was provided for investigation. Investigation of the returned module confirmed the reported issue. There was no air coming in, and a weak sound coming from the module could be heard. This means that the white valve is defective. Based on investigation results, it was determined that the reported complaint is attributable to a defective vitrectomy valve. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (vi-valve*). Since 2021 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during the core vitrectomy, the surgeon attempted to use the vitrectomy cutter, but it failed. Upon inspection, they were able to unplug the cutter completely, and the system never detected it had been disconnected. Rather than large pushes of air out of the vitrectomy port, they felt no air coming out or going in. When connecting a cutter, they had aspiration but no cutting. The surgeon moved to a backup unit because the main unit failed. They checked the main unit, found everything to be fine, and so the surgeon moved back to the main unit. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.